Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed signs of physical damage; the heater tray paint was fading. There were visual indications of dried fluid encountered within the cassette compartment. There was visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A dark screen was encountered during evaluation. The cycler touch screen test failed. It was identified that the cause for the dark screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed, and the display became fully operational. The go/no go check passed. The load cell verification failed due to the lure lock rubbing against the heater tray, preventing stabilization. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the a patient¿s liberty select cycler alarmed scale reading error during drain two of their peritoneal dialysis (pd) treatment. The heater bag was positioned correctly and nothing had come in contact with the heater tray. The patient experienced drain pain. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.